Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. The port was flushed and felt lots of resistance during flushing of solution inside the tubing through the port. However, after multiple attempts of flushing, some whitish substances were able to flush from the tubing and exit at distal end. There was still whitish build-up left inside the tube. After decontamination, the returned device was examined in a well-lit area looking for kink/ damage to the tube. There were no kinking observed. However, bending of the tubing in multiple locations was observed. At the same time, the hardened/ stiffness reported was visible towards the distal end as it does not sit on the lab table when lifted. A root cause has not been determined. All information reasonably known as of 08 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that an ng tube became occluded and hardened along a portion of the tube during use, preventing feeding and requiring removal and replacement. No injury or medical intervention was reported. Event date unknown.